Event description:
Customer reported via phone, the insulin pump had alarmed no delivery and then motor error. Customer's blood glucose was 156 mg/dl. Troubleshooting for motor error was performed. The device alarmed during bolus, she had the device in her pocket. The device was not exposed to an MRI. She doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to moisture damage on the force sensor resistor. No delivery alarms were not verified due motor error anomaly. The motor passed the motor test. The device had a cracked display window and cracked reservoir tube lip.